Event description:
Patient brought to the or for a laparoscopic sleeve gastrectomy with dr. After intubation and positioning, grounding pad was applied to the patient's lateral thigh and plugged into cautery machine. Cautery machine began alarming that cautery pad was not attached, although pad was still attached to patient. Pad was unplugged and plugged back in and continued to register and unregister the grounding pad being attached to the patient. Grounding pad was removed and placed in the packaging it came in, and a new, functioning pad was placed. No patient harm.